Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that the up arrow button of the insulin pump is not functioning. The blood glucose reading is unknown. Nothing further reported.

Manufacturer narrative:
Insulin pump down arrow button did not response due to corroded keypad trace. Insulin pump received with minor scratches on display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.